Manufacturer narrative:
Device evaluation: a medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The system logs were reviewed but provided no additional insight regarding the cause of the reported issue. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. No parts were replaced or returned to the manufacturer for evaluation.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) procedure there was an alleged inaccuracy with the navigation system. The representative reported that after registering, the site added 4 touch points to get the registration value to 1.9 with desired zones of accuracy. However, after beginning navigation, the surgeon felt an inaccuracy of 4mm to the left and posterior. The site continued with the case. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.